Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during the procedure (laparoscopic cholecystectomy), while operating using the karl storz tower, a voltage drop occurred (power outage throughout the entire hospital). During the incident, the tower shut down and then restarted after several seconds, after which the procedure was continued." We are currently in the process of determining the details of this incident and the scope of karl storz devices that were involved. The hospital reports that the hospital-wide power backup and voltage protection systems operated correctly; however, the karl storz devices shut down and restarted, unlike other devices, which did not shut down during the power interruption. Preliminarily, we are entering tl400, but we are not certain whether it was used during the incident. No negative impact in state of health reported.